Event description:
The user facility reported that the image on the subject device was very dark, and the white balance could not be adjusted. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service could not confirm or duplicate the customer¿s reported issues (very dark image, unable to adjust the white balance). However, service found that a line was displayed on the image due to a faulty ccd [charge-coupled device] unit, and there was a kink on the camera cable. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event (dark image) was unable to be duplicated. The root cause of the event was unable to be identified. Olympus will continue to monitor field performance for this device.